Manufacturer narrative:
Pt age: this value is the average age of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Concomitant medical products: product ID 3387, product type: lead. Product ID 3387, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Reddy, s., fenoy, a., furr-stimming, e., schiess, m., mehanna, r. Does the use of intraoperative microelectrode recording influence the final location of lead implants in the ventral intermediate nucleus for deep brain stimulation? Cerebellum (london, england). 2016. Doi 10.1007/s12311-016-0816-7. Summary: to determine if the use of intraoperative microelectrode recording (mer) influences the final location of lead implant in deep brain stimulation (dbs) of the ventral intermediate nucleus (vim), and to evaluate the incidence of associated complications. Reported events: approx 1 patient with deep brain stimulation (dbs) of the ventral intermediate nucleus of the thalamus (vim) for non-parkinsonian tremor experienced an infection that required removal of the leads; approx 2 patients with dbs of the vim for non-parkinsonian tremor experienced a minimal asymptomatic intraventricular hemorrhage based on postoperative CT scans. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.